Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When the device was deployed to the basket shape the guidewire was moved and it subsequently became stuck in the lumen. The device was undeployed and removed from the patient, and upon inspection, tissue was observed on the guidewire. The guidewire was removed from the catheter with some difficulty, the catheter was flushed thoroughly, and the guidewire was replaced. The procedure was completed with no patient complications reported. The catheter is not expected to be returned for analysis due to disposal.